Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. The device was received by a company representative and is in transit to the manufacturing site for evaluation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that following a cataract removal with intraocular lens (iol) implant procedure, a glistening was observed in the iol. The patient was subsequently hospitalized and the lens was removed.

Manufacturer narrative:
Product evaluation: the lens was returned in a clear liquid inside a specimen cup. One haptic is broken in the gusset area. The optic is torn/split/cracked and cut into two pieces, typical of an insertion and removal. Power and resolution testing could not be conducted due to the optic damage. The customer indicated the use of a qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint of "glistening". Power and resolution testing could not be conducted due to the extensive optic damage. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information was provided on (B)(6) 2017, clarifying that there was loss of transparency by formation of bubbles in the implant, and the patient experienced a "major" decrease of visual acuity.